Event description:
Doctor was performing surgery, a scheduled fenestrated endovascular aortic repair (fevar), on patient. At 1331, doctor stated that the tip of the 5f bern catheter had broken off in the patient. The back portion of the catheter was removed. The broken catheter piece remained on the wire and did not move. Doctor was able to remove all of the broken piece using a 10mm snare. Risk management requested to sequester device. Device will be given to them and they will provide manufacturer with pictures or allow inspection on site if requested.